Manufacturer narrative:
Pump was received with motor error alarm during basic occlusion test and unable to prime at (B)(6) during prime/delivery test due to cracked end cap. Motor passed motor test. Unit had scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive motor error alarms. Customer's blood glucose was 10.5 mmol/l. During troubleshooting, alarm history showed two motor error alarms. Customer was advised that insulin pump would need to be replaced.